Event description:
This lead was explanted and replaced due to noise.

Manufacturer narrative:
(B)(6) 2012 - additional information was provided noting this lead had a possible fracture. Upon receipt, the lead was found dissected some 14 cm distal to the is-1 connector pin. All parts of the lead were received. It is reasonable to assume that the lead was dissected in the course of the surgery. The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated multiple sings of abrasion and a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. Diagnostic images clarifying this assumption were not available for analysis. The deformations of the distal and proximal shock coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.